Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had valve malfunction the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Not many bcv failures ¿ they had 1 ¿a long time ago¿. Hard to tell unless it is something like iron due to its color. ¿ at first reported a bcv failure, but it was clarified that it was actually concurrent flow that resolved with proper head height differential. When discussing proper secondary IV set up, one nurse stated that pacu needed education about not folding secondary hangers in half, and to inform pacu the hanger needs to be fully extended. The nurses showed the cpc a hanger from ICU medical that unfolds and cannot be used until it is unfolded. They wish bd would make a different hanger that forces the nurse to extend it properly to use it or add a color to the bottom of the hanger to show it should be extended.